Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a revision procedure to address a dislodged lv lead, the lv could not be detached from the device due to a setscrew issue. The device and the lv lead were explanted and replaced. The patient was stable post procedure.